Manufacturer narrative:
Initial reporter is legal representative, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: silicone migration.

Event description:
Legal representative reported "significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation" agaist natrelle 133 plus tissue expander and natrelle 410 highly cohesive anatomically shaped silicone-filled breast implants style mx. Device has been explanted.